Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. The imaging provided showed that the spacer has lost height at some point in time after initial implantation. The images do not show any obvious indications of failure or components separating from the implant assembly. Posterior fixation present also does not show any signs of fracture or breakage. However, the exact cause of the reported issue could not be determined.

Event description:
It was reported that a rise-l spacer has collapsed post operatively.